Event description:
Event description boston scientific, crm received information that these two pacing leads were unable to be successfully implanted in the right atrium (ra) and right ventricle (rv). This was due to an arterial bleed that occurred when a small artery was knicked while gaining venous access. The bleed did not present itself until after the leads were placed and the pressure from the introducer and leads were removed. Pressure was subsequently applied for 20 minutes to try to stop the small bleed; however, direct pressure could not be applied due to the fact that the bleed was under the area where the leads were sutured down. As a result, the leads were removed and not used because the coating on the helix was now gone. Two new ra and rv leads were implanted through a new stick-site. The physician did not allege that the leads or their placement caused the bleed. No adverse patient effects were reported.